Event description:
A foreign body granuloma developed & remained where material was deposited rather than being resorbed. Results in biopsy since breast cancer must be excluded. This cover letter is included to make certain points regarding the attached adverse effect report. First; the manufacturer has revised the formulation of cellulose, peg and plg components but has not disclosed the offending product! This leaves the trap open for others to fall into. I would like FDA assistance in obtaining maufacturing records so that they might be included in a scientific paper, and thereby lessen the chance of recurrence. Second; claims of absorbability are made for the same manufacturer's current line. I have not seen biologic substantiation of these. Because of the adverse effect (granuloma formation, mistaken for malignancy of the breast) would it not be best to have pre or post market human follow-up studies? Third; this is a previously unreported complication of breast biopsy. Publication in a clinical journal is necessary for patient care, as a recall was not done. Admittedly, with the offending product no longer being distributed, this knowledge will affect fewer new patients, but it will benefit those patients on who it has been used. Your help in elucidating the source of the difficulty would be appreciated. Fourth; clinicians and the FDA are both interested in encouraging new products for patient care. The role of the FDA and its regulations in minimizing adverse reactions must be supported. Its requirements must not be subverted or ignored. Fifth; in an informal way I have already collected 5 cases, with pathology reports of granuloma more than several months after t07 use, and as many late nodules without pathologic confirmation. (I do not have financial support for retrospective comprehensive review. I estimate that 150-250 t07's were used by my associate.) Sixth; a paper on the subject. Has been rejected by am j of roentgenology and the aium journal. With your help and a retrospective review I would bring the paper up to publication level.